Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis identified a deflated device.

Event description:
Healthcare professional reported deflation and bilateral exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device has been explanted. This record is for the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation and patient's concern for the product.

Event description:
Healthcare professional reported deflation and bilateral exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device has been explanted. This record is for the right side.